Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 4 data sets, the confidence limits cannot be determined. For the 1st data set, the readings is considered accurate based on "area outside the acceptance region" table. For the other 3 data sets, they are considered inaccurate per the same table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. This case qualifies as an adverse event. Pts dose was adjusted.

Event description:
Caller alleges inaccuracy with inratio.